Event description:
It was reported that during a ptca procedure, multiple devices were used to treat a lesion in the proximal left anterior descending coronary artery. Five hours post-procedure, the pt experienced a cardiac tamponade and a pericardiocentesis was performed.